Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and discharge within 3 days. The patient was treated with amikacin injection (250mg/ once daily/ intraperitoneal/ discontinued after 5 days), heparin injection (1000units) (1/2ml/once daily/intraperitoneal/ discontinued after 5 days) and ceftazidime injection (1gm/once daily/intraperitoneal/ discontinued after 5 days) for peritonitis. At the time of this report, the patient was recovered from all the events. Pd therapy was ongoing. No additional information is available.